Event description:
It was reported that a physician's (B) (6) handheld device was freezing whenever he turned it on. A company representative visited the site and was able to use the handheld without issue on her demo generator. The physician called in after the visit and said the issue is still occurring and he wants the device replaced. A replacement handheld was sent to the physician and his (B) (6) handheld device was returned to the manufacturer. Device evaluation is currently in process and has not been completed at this time.